Event description:
Customer called on (B)(6) 2011 reporting that suppressed results were generated for bun, cre, alb and tp intermittently on a unicel dxc 600 synchron system. Customer repeated samples on another dxc instrument and the results were normal. Customer reported that they had flushed and cleaned the probe with a stylet and no suppressed results have been generated since. Customer provided printouts of one instance of suppressed results generated. Field service engineer (fse) was dispatched and replaced cc sample probe because it was missing an o-ring and was clogged. Fse also replaced cc (cup chemistries) sample syringe because a solid substance was sitting on top of plunger, replaced cc sample syringe t-valve assembly because assembly was more than 3 years old, replaced cc sample mixer paddle because scratches were seen on paddle, and replaced cc sample probe wash collar as well as reagent probe a & b wash collars due to discoloration. Fse then verified all cuvette center alignments for all probes, mixer paddles, and wash station.

Manufacturer narrative:
Results: fse replaced cc sample probe wash collar and reagent probe a & b wash collars due to discolorations.